Event description:
Customer reported experiencing ongoing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer simply resumed insulin without taking specific corrective actions and continued to use the pump for insulin therapy.